Event description:
During insertion of medcomp midline catheter, difficulty was encountered when inserting the guidewire. Resistance was met when attempted to remove guidewire and end of the guidewire appeared to have come unraveled and was noted to be frayed upon removal. A small piece of the guidewire remained in the patient's arm and was surgically removed.